Event description:
A pt was undergoing dialysis. The venous needle slipped out of the access. The needle was attached by tape to outside of the access. A piece of tape was occluding the needle; therefore the alarm did not go off. The pt was administered o2 and given 1500cc ns (normal saline). Blood transferred was returned to the pt after treatment. The pt was sent via ambulance to a local hospital and admitted for a cardiac work up. The pt was alert, blood pressure stable, and responsive when transferred by ambulance to the hospital.